Event description:
Customer reported that the alarm has power but does not sound when it is set on voice or voice and tone. The alarms works only when it is set on tone only. There is an alarm tone when the sensor is detached from the alarm. No visible damage to the alarm case. There was no patient injury reported.

Manufacturer narrative:
(B)(4): evaluation results: (other) - evaluation of the returned product found that the alarm has battery acid leakage and corrosion inside the battery compartment. The voice and voice & tone functions not working. All other settings and functions work. (B)(4).